Event description:
Boston scientific received information that a revision procedure was done because this right ventricular lead was suspected of having fractured. There was no inappropriate therapy, but noise was related to an episode of a diverted shock. There was no inhibition of pacing, and no pause in pacing. This lead will not be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.